Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the handpiece device and the casing device were un-secured (de-attached) under the effect of vibrations. It was observed that the battery holding the casing device was broken (fall or shock). The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was a general wear out of the small battery drive device. It was further determined that it was difficult to separate the battery casing device from the small battery drive device, which caused the small battery drive device to vibrate. It was noted on the service order that there was a coupling problem between the small battery drive device and the battery casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.